Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: additional information provided. H3, h6: part: 04.224.075s; lot: l523952; manufacturing site: grenchen; release to warehouse date: august 16, 2017; expiry date: august 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection visual inspection confirmed that the threaded tip of the connecting screw is broken and still jammed inside the dhs blade. Additional surface wear consistent with implantation and explantation is visible. Functional test / dimensional inspection: could not be performed due to the damage incurred. However, dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Document/specification review: the returned dhs blade was manufactured in august 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Summary: the returned dhs blade was examined, and the complaint condition was able to be confirmed as the threaded broken tip of the connecting screw is still jammed in the dhs blade. The review of the production history revealed that this dhs blade was manufactured in august 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criteria. This complaint condition is most likely a result of high applied mechanical strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: e3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an implant removal and a bipolar hip arthroplasty (bha) was done with a connecting screw for extraction of dynamic hip/condylar system (dhs) blade in question. Initially, the patient was implanted with an unknown dhs plate and an unknown screws on an unknown date. During the revision, after removal of the plate and the screws, the surgeon attached the connecting screw to an unknown extraction instrument. When the surgeon tried to extract the dhs blade manually, the threaded part of the connecting screw broke off while holding the blade. The blade was then removed after resecting the bone head. The procedure was completed successfully. There was no surgical delay and adverse event to the patient reported. Concomitant device reported: unknown dhs plate (part# unknown, lot# unknown, quantity 1); unknown dhs screws (part# unknown, lot# unknown, quantity unknown) an unknown extraction instrument (part# unknown, lot# unknown, quantity 1). This report is for one (1) dhs blade 12.5 l75 tan. This is report 2 of 2 for (B)(4).